Manufacturer narrative:
To fix the issue, the fse replaced the assy, display top lcd rohs. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had 2 vertical lines on the upper lcd. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.